Event description:
Event description guidant received information that the patient with this implantable lead reported his lead was 'degrading' causing arcing, and inappropriate shocks. The patient stated he thought there was a recall for this issue, and requested the procedure be paid for.